Event description:
On (b)(6) 2026, information in reference to a clinical trial was received. The Patient was undergoing dialysis (b)(6)2026 and was sent to the ED for hyperkalemia and hypotension. Patient underwent multiple rounds of dialysis.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.